Event description:
It was reported by service report that the cord prong was broken off from the cord. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Manufacturer's investigation is still ongoing. If additional info is received, a follow-up report may be submitted.